Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During flow accuracy tesing the device was found to deliver within specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump pumped at a slower rate then what was set. The device was programmed to deliver at a rate of 50ml/hr and delivered at 42ml/hour providing 42ml of fluid. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.